Event description:
On 12/3/93 the pump and balloon were implanted. The cuff was implanted, date not indicated. On 11/22/96 the cuff was removed from the pt and replaced due to "fluid loss" - cuff. Ams has requested add'l info.